Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they first time they noticed the issues with the device was on sept. 20. The patient clarified the issue as severe pain in the back at the time of exercising, which happened twice. They noted that they now turn the device off prior to exercising. The patient reported there was no change in therapy. As steps taken to resolve the issue, x-rays were taken (¿all in place¿) and testing of the leads that showed all were working. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event was reported in multiple time frames: shocking pain = weekend of (B)(6) 2018; lower back pain: over the past year. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-apr-2019, UDI#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had really bad back pain and believed it was from the implanted device. The patient also stated that they thought the lead ¿is loose¿. They also stated they thought it was arthritis. They noticed that their lower back had been really hurting them for the past year or so. The patient mentioned that when they did any type of strenuous activity they got a shocking pain to the point they can¿t bend down or stand up. They turned the stimulation off last night and still got a sensation down their right leg. It was recommended that the patient follow up their healthcare professional (hcp) to have their device checked. They noted that they had an appointment today. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va0uvhd, implanted: (B)(6) 2015, product type: lead, h6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that a few years ago, they felt "a pop" with their device in the past while doing exercises but everything ended up being ok.

Event description:
Additional information received from the patient reported that they thought the device may needed to be removed and replaced with a new device. The patient noted that their healthcare professional (hcp) tested the leads and determined they were functioning fine. An x-ray was also taken to see if the lead had come loose but it was determined they were fine. The patient stated that the wire must be hitting a nerve or something. They were redirected to their hcp to continue working to determine a cause and to resolve the issue. Follow up information received from the patient on oct. 18, 2018 reported that they had notified their hcp of the issue and noted that x-rays were taken on (B)(6) 2018 and was told they are all in place. No cause of the issues were determined. The patient mentioned that both times when they had the pain, they were in an exercising class. No steps had been taken at this point and the patient was to be seeing their hcp on (B)(6) 2018 for an unrelated issue. The patient stated that they turn the device off before exercising which seemed to ¿be letting up¿ on the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Based on additional information received, the previously reported device code c62917 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having issues with her interstim. There were no further complications that have been reported as a result of this event.